Event description:
Per cnss email ((B)(6)) "adverse event, leaking from in line filter from one tubing and outpouching without leaking from another tubing. Both same lot numbers - cadd extension set lot # 3656141". Date of occurrence (B)(6) 2018, info with lot number received on (B)(6) 2018. No change or worsening in symptoms mentioned due to above occurrences. No interruption in therapy mentioned either. Did not replace tubing since pt had enough supply. Did not notify md. No further info was provided. Reported to (B)(6) by health professional.